Event description:
It was reported that a patient presented with puncture site infection days after the implant procedure. The infection was addressed with medication and incisional drainage. The patient condition was stable.

Manufacturer narrative:
Review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be determined.